Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens, but the lens tore. The lens was removed during the same surgery with no pt injury. The reporter stated the cause of the lens tear was due to the lens not being loaded correctly.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue and reddish residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.